Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump flow was confirmed to be 0 lpm on the system monitor and the patient was immediately changed to a backup controller. The log files recorded a significant reduction in the flow values on 17oct2023 at 2204. The log files also contained rotor noise and motor instability during the multiple low flow events on 17oct2023 at 2204 that indicated something might have passed through the pump momentarily. The momentary reset of the pump when the controller was exchanged might have cleared the material going through the pump. The system was able to maintain speeds until the driveline was disconnected at 2211. The left ventricular assist device (lvad) data parameters went back to normal values on the newly exchanged controller with no further low flow alarms. Based on the data, the device was operating as intended electronically and mechanically. The patient was asymptomatic. Relater MFR # for the pump: 2916596-2023-07780.

Manufacturer narrative:
E1; reporter email was unavailable manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) )was returned for evaluation following the reported event of a controller exchange due to low flow alarms. The returned system controller was functionally tested and was found to perform as intended. Provided and extracted log files from the controller were reviewed, and no atypical events regarding the controller were observed. The reported event could not be correlated to an issue with the returned controller. All observed low flow events will be addressed via the pump¿s investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. It was shipped on 27jun2023. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.